Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
The pt had an operation with matrix smartlock plate on 2009 (B)(6). The pt visited the hospital with the complaint of the pain of the hand joint on 2010 (B)(6). The surgeon confirmed the second screw from the distal end of the radius was loose. At the revision operation on 2010 (B)(6), the surgeon found that the screw at the most distal of ulna was also loose and locking mechanism did not work. The surgeon replaced and whole implant. The surgeon commented that at the primary operation on 2009 (B)(6), screw angulations were within the instructions and lockings were fine.